Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported the patient¿s doctor would no longer treat the patient¿s pump. It was last filled in (B)(6) of 2018. The low reservoir alarm was set to go off on (B)(6) 2018. It was reported the pump was empty and started electrically shocking the patient two days before they had a cardiac event. The patient was currently in the intensive care unit (ICU) (relative to the date of the report, (B)(6) 2018). It was indicated the physicians at the ICU did not believe that the pump was the reason for the cardiac event and wanted to fill the pump to get the pain under control. It was reported a manufacturing representative (rep) was at the hospital and interrogated the device. It was confirmed the pump was empty. The physicians at the ICU were trying to find a managing physician to get authorization to fill the pump on the day of the call for pain control, as the patient had experienced increased pain. It was indicated the rep found a physician to assist in managing the patient¿s pump. No further complications were reported or anticipated.